Manufacturer narrative:
H6: patient code updated to include cardiac tamponade.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. Four hours post procedure the patients pressure dropped and it was noted at this time the patient had a pericardial effusion. The physician performed a pericardiocentesis and removed 200ccs of fluid from the patient. The patients pressure stabilized following this treatment. The patient was stable overnight and made a full recovery from these events. It was further reported that the patient had a pericardial effusion with cardiac tamponade.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. Four hours post procedure the patient's pressure dropped and it was noted at this time the patient had a pericardial effusion. The physician performed a pericardiocentesis and removed 200ccs of fluid from the patient. The patient's pressure stabilized following this treatment. The patient was stable overnight and made a full recovery from these events.